Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/7/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide the lot number? -how many devices demonstrated the alleged deficiency? - please provide the source or name of person providing answers to follow-up questions: h3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle outside its packaging, without its original curvature and without a suture. No clear analysis could be performed to determine the breakage needle, as the photo becomes distorted when enlarged. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a thoracoabdominal aortic aneurysm procedure on (B)(6)2026 and suture was used. During the thoracoabdominal aortic aneurysm procedure, the needles are bending and breaking, and its very hard for the surgeon to use. They were bending, very soft, and they are deforming. The needles were not in patient's body so there's no patient consequences.  Additional information was requested.